Event description:
The tech alleged the brake pedal would set into brake mode but the brake casters would not hold. No pt impact.

Manufacturer narrative:
The technician found the brake linkage was broken. The tech installed a brake upgrade kit to resolve the issue.